Event description:
(B)(6) study. It was reported that there was a device related thrombus that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The first closure device that was used was a 20mm device. This device was deployed in the laa of the patient, but it did not meet release criteria. This device was fully recaptured and removed from the patient. The physician decided to change to a 24mm sized device for the next attempt. This device was deployed in the laa and after one partial recapture and redeployment the device was positioned properly in the patient. All the other release criteria was met, so the physician released the device. After the device was deployed, transesophageal echocardiogram imaging showed that there was a thrombus on the closure device. The physician inserted a non bsc sheath and successfully aspirated the thrombus from the patient. The closure device was left in place and successfully implanted in the laa of the patient. Following these events, post procedure the patient woke up and had no neurological deficits. There were no consequences or other complications that were reported. The patient is doing fine following these events. The patient was discharged on oral anticoagulants and aspirin.